Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history records of the product code/lot# combination was conducted with no relevant findings. A search of the complaint files did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the physician removed arteriotomy locator and inserted as device into sheath, as per protocol. The following information was provided by the user facility: upon pulling back on device from sheath the physician deported no audible "click" and, in his words "the device fell apart". It appears as the as device did not lock properly into the sheath and pulled out. Physician reported that upon inspection both the tamping tube and anchor were missing. He was unable to locate the tamping tube in the patient's tissue and opted to remove the sheath and provide manual pressure. Post procedure the patient had a below normal abi and a cat scan was ordered. The scan showed the tamping tube and anchor located within the artery (not sure if cfa or sfa). Surgical intervention was required.

Manufacturer narrative:
One used 6 fr angioseal vip device was returned for evaluation. Along with the device, the hemostatic sheath arteriotomy locator and a portion of the suture were returned. The returned components were subjected to visual analysis where a blood like substance as found on all returned components. The arteriotomy locator had an apparent kink at the blood inlet hole approximately 2.5185" from the distal tip. Both the carrier tube assembly and the hemostatic sheath were found in multiple pieces. The device cap of the carrier tube assembly and the hub of the hemostatic sheath were mated with the device cap in the rear lock position. From the distal tip of the hemostatic sheath to the break distal to the hub of the hemostatic sheath, the returned pieces measured 1.425", 1.055", 1.453" and 0.9530". Surprisingly the carrier tube assembly was cut into only three pieces from the distal tip to the cut at the distal portion of the hemostatic sheath that measured 1.354", 1.8275" and 1.307". The portion of exposed suture measured 6.5825". No anchor, tamping tube or collagen was returned. Each segment appeared to have been cut with a pair of scissors. For functional testing to ensure that the spool of the tensioner worked properly, the tensioner was removed from the device cap. All suture on the spool had been dispensed. The spool was able to turn. No anomalies were noted other than excessive blood like substance. The device cap was in the rear lock position and properly mated with the hemostatic sheath. The hemostatic sheath and carrier tube assembly were returned in pieces. The ends of the hemostatic sheath and carrier tube assembly appeared to have blunt ends indicating that the carrier tube and hemostatic sheath were cut. This was likely done in an attempt to find the tamper tube, which was later, located in the patient's artery. At this time, the anomalies found with the device appeared to be consistent with the use of the device and the trouble shooting the physician performed while attempting to locate the tamping tube. No conclusion can be drawn at this time regarding the tamping tube becoming exposed or what the user meant by the device fell apart. Without the tamping tube anchor or collagen, no conclusion can be drawn. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. [Mw5071088.pdf].

Event description:
Additional information was received on august 8, 2017. Medwatch was received from FDA reporting the following: a terumo angioseal vip device was attempted to be deployed post coronary diagnostic catheterization for hemostatics - device malfunctioned w/collagen plug unable to be deployed and the foot of the device remained in place. Manual pressure was then applied to pt's r femoral artery access site (5 fr sheath was used) to achieve hemostasis. Additional information was received on august 11, 2017. Patient had vascular surgery to remove the foreign body and repair cfa with vein graft. Patient did well post-surgery and was discharged on (B)(6) 2017 to physical therapy.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.